Event description:
3m received more info regarding a skin tear. Info on this adverse event was originally reported on MFR report number 2110898-2011-00094, which generally described 12 to 15 pts. Uniquely identifying the pt, a physician reported that the pt had a right total knee arthroplasty (tka) and upon removal of the 3m ioban drape, sustained a skin injury. Reportedly, prepping technique has varied, including: gelprep, double application of duraprep, duraprep followed by chloroprep, and choloroprep followed by duraprep. None of which follow MFR's recommended instructions. It is not known which prepping procedure was followed for this pt prior to application of the 3m ioban drape.

Manufacturer narrative:
Pt info was not available. No other adverse pt effects were reported. If additional info is received, a f/u report will be submitted. No eval will be performed.